Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance during a therapy upgrade. The issue appeared to be related suture sleeve. Subsequently, the ra lead was extracted and successfully replaced with a different lead. No adverse patient effects reported. The lead will not be returned.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.